Event description:
Customer reportedly obtained a result of hi on the aviva system while unconscious. The paramedics were called and the customer tested 6 mg/dl on their device. Although no timeframe is provided for results, info provided suggests minimal time elapsed between the results. The customer was given a glucose IV on the way to the hospital. Customer could not provide treatment received while in the hospital. Requested return of suspect system and replacement was sent.